Event description:
Following a spinal laminectomy and fusion surgery, with mozaik strip implantation, the patient developed a wound infection, which was treated with antibiotics, surgical debridement and irrigation. A wound culture was obtained and "no growth" was identified.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.